Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f procedural sheath (model unknown). Per the aci sales professional, the physician always takes a pre-procedure femoral angiogram but did not state whether there was presence of calcium in the vicinity of the arteriotomy. Following the procedure, the radiology technician (rt) who is a trained user of the mynx, used the device for femoral arterial closure. It was reported that the rt shuttled down and when he retracted the sheath, the advancer tube did not engage. The rt deflated the balloon, removed the device and converted the patient to 10-15 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.